Manufacturer narrative:
If implanted; give date: n/a (not applicable). Healon is not an implantable device. If explanted; give date: n/a (not applicable). Healon is not an implantable device. Initial reporter's international phone: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a dark blue fiber approximately 3mm, was noticed while injecting the intraocular lens (iol) into the eye. The fiber was removed with no impact to patient. There was no patient injury. No additional information was provided.

Manufacturer narrative:
Since the material is not available for investigation and the lot number is unknown an investigation could not be performed. The reported issue was not verified. The manufacturing record review and complaint history review could not be conducted as the lot number was unknown. The labeling review could not be conducted as the lot number was unknown. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.